Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Analysis determined the first recorded instance of code 1003 occurred on 11/05/2020. As such, the event date has been modified from 11/09/2020 to 11/05/2020 accordingly. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported. This device has been returned and analysis has been completed. This report has been updated with the product investigation results.